Event description:
Broken needle during injection [device induced injury]. Case description a pt using novofine 30g (needles) reported that a needle broke off durnig an injection in 2004. The needle was located in the pt's abdominal tissue and removed surgically at a hosp under local anaesthesia 7 days later. Th ept was not hospitalized, but seen as an outpt in order to have the dressing changed and the stitiches removed. The pt recovered completely from the event. The needle was not retrained for further investigation. The pt uses a new needle for each injection.